Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) stated that technician contacted the customer and confirmed customer recovered the storage space and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.